Event description:
It was reported that the atrial lead exhibited noise; the lead was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates on (B)(6) 20/15 the lead continued to exhibit noise. The patient would be monitored with routine follow-up.